Manufacturer narrative:
The user was inserted with an expired sensor on (B)(6) 2023. The expired sensor was removed on (B)(6) 2024, and the new sensor was inserted on (B)(6) 2024. No further investigation was found necessary for this complaint.

Event description:
On april 1, 2024, senseonics was made aware of an event where the user was inserted with an expired sensor on (B)(6) 2023.